Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of specification. It was also noted that the upper case was broken, the lower case was contaminated, the battery release, lead flex cover, release spring, battery drawer and keyboard pad were contaminated, the ring cover and two side bail covers were broken, and the battery contacts were compressed. Further analysis was performed on the main pcb. This analysis found that a capacitor component caused the battery removal test failure.

Event description:
It was reported that the external pulse generator did not stay on for the expected fifteen seconds during the battery replacement. The generator was returned for service. Follow-up determined that there was no reported patient impact and that there was possibly no patient involvement.